Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.50mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 2-3 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2.50mm x 20mm maverick²¿ balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. The tip is damaged. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has a pinhole at the distal markerband. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.50mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 2-3 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2.50mm x 20mm maverick²¿ balloon catheter. No patient complications were reported and the patient's status was stable.